Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high pacing impedance. No intervention was performed, and lead remained implanted. There were no patient consequences.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Medwatch: mw5169199.